Event description:
It was reported that the surgeon revised a rejuvenate stem and adm cup on pt and replaced with depuy. No reason given for the reason.

Manufacturer narrative:
The event was confirmed. A voluntary recall (B)(4) was initiated for abg11 and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.